Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited inadequate capture, break and operation issue. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were unacceptable capture threshold, ¿exposure of the internal screw area and damage to the lead¿ and operation issue. As received, a complete lead was returned in one piece. The reported event of ¿exposure of the internal screw area and damage to the lead¿ was confirmed. Visual examination of the lead found the helix was stretched/ bent consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event of ¿exposure of the internal screw area and damage to the lead¿ was isolated to procedural damage. The reported event of unacceptable capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.